Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for nine patients involving synchron lxi 725 system. Subsequent testing of the patient samples on an alternate synchron lxi 725 system produced lower results within the normal reference interval for all nine patients. The customer stated the elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the precision and wash pump seals and belts. The fse replaced the wash probes and peristaltic pump tubing. The fse set mixer speeds, verified system alignments and the wash wheel and incubator track. The fse verified hardware repair by performing a passing system check and high sensitivity system check within system specifications. The unit conformed to the manufacturer's published performance specifications.